Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, e1 and h11. B5: upon follow up, it was reported that the suspected peritonitis was confirmed to be a peritonitis. The peritonitis was manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as peritonitis onset, the patient was treated with injection vancomycin (1gm, every 5th day, intraperitoneal, discontinued after 14 days), injection ceftriaxone (1gm, once daily, intraperitoneal, discontinued after 14 days) for peritonitis. It was reported that on an unknown date, the patient recovered from peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis. The cause of the event was not reported. Hospitalized, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.